Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog."

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 350 mg/dl. A manual insulin injection was administered to address bg level prior to arriving at the ER. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was released from emergency room (B)(6) 2023 with issue resolved and no permanent damage. Reportedly, multiple intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for 3-5 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed the pump supplies and resumed insulin delivery.